Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to lack of application diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: gatt undefined errors coming from the ble stack. Supervisortimeout errors. Loss of bonding after 30 seconds due to the pairing prompts not being accepted issue unknown. To assist with the resolution of the issue, we requested helpline team to provide pump sn and username for the patient. We haven't received a response with the patient's details to enable further investigation. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.